Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The five additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that two venotomy closures of both the calcified right and left common femoral veins were attempted with six proglide devices using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 14f sheath bilaterally. Reportedly, the first proglide foot failed to close entirely. Several attempts were made to remove the device from the patient, and the device was ultimately removed without the use of intervention. Despite the reported difficulties, the suture was successfully pre-placed. Five additional proglide devices were attempted; however, a cuff miss [suture-retrieval issue] occurred with all of these devices. The suture of an additional (seventh) proglide device was successfully pre-placed and the tavi procedure was completed using the same 14f sheath bilaterally. Hemostasis was achieved at one access site using the pre-placed suture of the first proglide device, and at the other access site using the additional (seventh) proglide device. The physician was unable to recall which of these failures occurred at each of the access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
The following additional information was received: the sutures of two proglide devices were successfully pre-placed at each access site, prior to the tavi procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.